Event description:
It is reported that the femoral component was not fitting like the surgeon thought it should. Another femoral component was opened and used to finish the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.